Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured during initial inflation. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured during initial inflation. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.